Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of jugn3019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "hinge on statlock broken. Issue happened during use, no patient injury or medical treatment required. No delay in procedure. It was stated device was kept on the patient because although broken it still functions. Broken on right side."